Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was damaged. Customer stated that the insulin pump had crack at the back of the pump on the battery side. Customer stated that the insulin pump had been dropped. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Unit received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. Unit received with corroded battery tube.